Event description:
It was reported that the patient arrived at the hospital after a cardiac arrest which was resolved by external defib. The physician found a "possible hv circuit damage" alert. The diagnostics revealed vt/vf episodes. The device delivered all six shocks without restoring normal sinus rhythm. After that, the hv lead impedance showed less than ten ohms. The lead was capped and replaced.

Manufacturer narrative:
Correction to report from (B)(4) 2010 - the lead was not fully capped in (B)(4) 2009 as previously reported. Only the svc portion was capped.